Event description:
On (B)(6) 2016, this patient reportedly underwent an endovascular procedure with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses to treat a abdominal aortic aneurysm and an aneurysm of the common iliac artery. On (B)(6) 2020, follow-up computed tomography angiography (cta) imaging found that the patient¿s aneurysm had grown from 51 to 91 mm in the absence of a clear endoleak. It was also reported that the aneurysm growth appeared to concern the gore® excluder® iliac branch component and the gore® excluder® internal iliac component.

Manufacturer narrative:
H6, health effect - impact code; added code 4648. H6, component code: added code 515. H6, type of investigation: added code 4112. H6, investigation conclusions: added codes 4315 and 22. H6, medical device problem code: replaced code 2993 with 2682.

Manufacturer narrative:
Medical devices additionally involved in this case: gore® excluder® internal iliac component hgb161007 / 14837289 UDI: (B)(4). Gore® excluder® internal iliac component hgb161007 / 14837311 UDI: (B)(4).

Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lots involved in this event met all pre-release specifications.